Manufacturer narrative:
Results: the penumbra system jet7 reperfusion catheter (jet7 ) was stretched from approximately 104.5 - 107.5 cm from the hub. The device was fractured at approximately 107.5 cm from the hub, 24.5 cm from the distal tip. The distal fractured portion of the jet7 was not returned for evaluation. Conclusions: evaluation of the returned jet7 confirmed a fractured. Further evaluation revealed a kink and stretching proximal to the fractures site. If the device is forcefully retracted against resistance, the jet7 may become stretched and fracture. The kink proximal to the fracture site indicates the device may have become pinned within patient anatomy. This would likely contribute to the lack of flow experienced during aspiration and resistance upon retraction. The root cause of the jet7 becoming pinned within patient anatomy could not be determined. The distal fractured portion of the jet7 was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. During the procedure, the physician advanced the jet7 into the target vessel through a non-penumbra sheath. However, the physician reported that the jet7 had no flow when aspiration was turned on. The physician decided to remove the jet7 and found that it had become kinked and broken. Therefore, the jet7 was removed. The second pass was made using a neuron max 6f 088 long sheath (neuron max) and other devices. There was no report of an adverse effect to the patient.